Event description:
It was reported that the during use, when inserting a catheter for drainage purposes during surgery, the foley catheter was naturally removed. The balloon had broken, and they confirmed that the sterile water inside the balloon was leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with syringe. Inflated catheter with 10ml mbs using returned syringe. Upon inflation solution leaked from eyelets. Dissected balloon and inspected perforation notch. Notch does not meet the visual requirements per vs0341o rev 10. Also received 3 photo samples first photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Therefore, the reported event is confirmed. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use, when inserting a catheter for drainage purposes during surgery, the foley catheter was naturally removed. The balloon had broken, and they confirmed that the sterile water inside the balloon was leaked.